Event description:
It was reported during a therapeutic aquablation transurethral resection of the prostate (turp) for an enlarged prostate, the inner sheath tip broke of a hysteroscope/ gynecology scope that was left inside a patient. Blood clots made it difficult to locate inner sheath tip, and there was mild bleeding from aquablation; however, the inner sheath tip was successfully removed using the forceps from the cystoscopy tray that was completed on a later date (B)(6)2025). Despite a greater than or equal to 30 minutes delay, the procedure was completed using a competitor device, and no further harm to the patient was reported.